Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm 3000 aortic valve implanted seven (7) years, two (2) months, underwent valve-in-valve procedure due to severe structural valve degeneration with mixed severe aortic stenosis and insufficiency. Surgical valve prematurely failed. Patient presented with exertional chest pain. Records noted patient has no symptoms of heart failure and that the chest pain could be related to the valve or to the coronary artery disease. A 23mm 9750tfx transcatheter valve was successfully implanted inside the 23mm valve. The patient remained hemodynamically stable throughout the procedure and was transferred to the post anesthesia care unit in stable condition.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.